Manufacturer narrative:
Technician found that they were unable to latch left intermediate siderail due to rust on latch. Cleaned and lubricate function to resolve this issue.

Event description:
Complaint alleged that they were unable to latch left intermediate siderail.